Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of a bent cannula. The lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose level rose to 26.2 mmol/l (471.6 mg/dl) for an undisclosed time wearing the pod. The patient reported that they had removed the pod from their abdomen after wearing the pod for half a day and the cannula was found to be bent. The patient stated that there was a small bump at the insertion site and it was red and swollen. There was no medical assistance or treatment required. A new pod was applied and was working as intended.

Manufacturer narrative:
The device was received for investigation with the cannula assembly fully deployed. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. The download data did not show any timeouts or drive stalls during the run. The formed needle, soft cannula and bottom housing were inspected under magnification, and no abnormalities were found that would contribute to the reported skin swelling. The cause of the reported swelling was unable to be determined.